Event description:
Event description guidant received information that upon interrogation, this pacemaker had displayed a stimulate (paced) event had occured in a device programmed to sense only in the atrium. In addition, the ventricular impedance measurements were greater than 2500 ohms. Guidant's technical services suspected the competitor lead was fractured or not making complete contact inside the header. The patient was not pacemaker dependent. Guidant received additional information that upon device manipulation in the pacemaker pocket, the impedance measurements would decrease. A revision procedure was performed and the ventricular lead was found to be incompletely inserted inside the header.